Event description:
Guide wire used for 4 vessel angiogram. When removing the wire from the needle, 63 mm of plastic coating was sheared from the wire and identified by radiologist the next day. The pt was brought back to cath lab for foreign body retrieval on 1/17/97. The foreign body was successfully retrieved and measured. 63 mm was obtained. No complications.